Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: respiratory cylinder/regulator. Regulator, other/defective. Brass fitting is broke off. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: respiratory cylinder/regulator. Regulator, other/defective. Brass fitting is broke off. Dealer states the patient began removing the tank from the homefill system when the tank was blown across the room. The homefill post is damaged on the tank side.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the patient began removing the tank from the homefill system when the tank was blown across the room. The homefill post is damaged on the tank side.